Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the procedure to implant a new scs lead, effective stimulation therapy coverage could not be achieved intraoperatively. Consequently, the physician decided to remove the lead and abandoned the procedure.